Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 84.7cm from the hub. The fracture faces were oval as if kinked prior to separation. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. There are numerous hypotube and shaft kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon detachment occurred. The target lesion was located in a coronary artery. A 3.5mmx12mm quantum¿ maverick¿ balloon catheter was advanced for dilation; however, upon advancing the device, the balloon got dislodged as soon as it touched the lesion. The dislodged balloon was completely removed together with the guiding and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon detachment occurred. The target lesion was located in a coronary artery. A 3.5mmx12mm quantum¿ maverick¿ balloon catheter was advanced for dilation; however, upon advancing the device, the balloon got dislodged as soon as it touched the lesion. The dislodged balloon was completely removed together with the guiding and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.